Event description:
During initial assessment of a homechoice device, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(4) 2010 during drain cycle 4. The patient's ultrafiltration (uf)reading was 1297ml. The programmed fill volume was 2000 ml. This information gave meets overfill criteria. Product surveillance followed up on (B)(4) 62010 with the nurse and provided the results of evaluation to the nurse and the probable cause identified. The nurse reported that the patient is doing great on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).